Event description:
It was reported that the device was sensing noise on the svc-can custom channel. The physician believed it was the beginning of a lead issue and had the patient come in for evaluation. The pocket was opened and the set screw was re-tightened down, but noise was still present. Upon further examination, some erosion was present just below the yoke. A new rv lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the lead to exhibit normal electrical characteristics and normal lead impedance. Visual analysis found no erosion below the yoke of the lead; however, medical adhesive was found near the yoke, which is used for bonding the optim sleeve. No defects in materials or workmanship were noted.